Event description:
It was reported that during a lap low anterior resection, there was an unexpected resistance and the washer was uncut though the firing handle was fully grasped at first. After that, the firing handle was grasped again and then, a crunch was heard. The firing was completed and there was no issue in the donuts. There were no adverse consequences to the patient. One device will be returning. The anvil was discarded.

Manufacturer narrative:
(B)(4). Additional information: batch # m52f2g. The analysis results found that the cdh29a device arrived in good visual condition. The casing half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.